Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. The pump was received with cracked at corner display window, broken battery tube threads, scratched lcd window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 331 mg/dl. The customer was unable to exit the preparing to prime loop. The customer stated that they did not receive the second series of beep nor did numbers appear on the screen. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.